Manufacturer narrative:
Corrected data: h6 health effect - clinical code and health effect - impact code.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead (a) found an electrode was broken and exposing wires. The reason for the event remains unknown.

Manufacturer narrative:
Corrected data: model number.

Event description:
Additional information received indicates that the reported device is a drg lead not a scs lead.

Manufacturer narrative:
Corrected data: d1 and d4.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that during an impedance check high impedances were noted. Patient's therapy was not affected. In turn, surgical intervention took place wherein it was noted that the lead was fractured. As such, the lead was explanted to address the issue. Reportedly, effective therapy was confirmed post op.